Manufacturer narrative:
UDI and manufacture date not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 10 minutes. It was reported that a plan was created, the patient was registered and when the surgeon put the stylet in the catheter, he said everything was accurate. When he looked through a pediatric endoscope, he was posterior and medial to the target. They measured and found that he was about 3mm from his target. He got a 2.0mm error metric on the registration. The catheter was successfully placed and there was no impact on patient outcome.

Manufacturer narrative:
UDI, serial number, and manufacturing date were received.